Event description:
It was reported that the customer received sensor errors while his blood glucose was at 34 mg/dl. Customer treated for low blood glucose with food. Customer also received a bad sensor alert, following a second consecutive calibration error. Upon removal of the sensor, it was found the tip was a little bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.this is 1 of 2 medwatch reports regarding this event. Please see medwatch # 3004209178-2015-82924.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed with accurate readings.